Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the system error code #20008 and #20009 experienced by the customer was associated with a pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error codes #20008 and #20009 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. Upon determining this condition, the safety system put davinci in a "recoverable safe state." Based on the system error logs an axis potentiometer and motor encoders were replaced. As of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure the customer experienced system error codes #20008 adn #20009 on one of the system arms. The system was shut down and rebooted, however, once an instrument was inserted into psm2, the same system error codes occurred. Due to the recurring system error codes the procedure was aborted and rescheduled for a later date. No pt harm was reported.